Event description:
The complainant reported a patient was implanted with an impella device for mechanical circulatory support. It was reported that the patient taken to operating room to correct the graft that was left externalized and to take action on positioning of the cannula which was flipped inward/possibly caught in something.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.